Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue of the touch panel cannot be operated. The device's display interface board was replaced to address the issue.